Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to confirm the reported issue. Subsequent functional verification testing was completed without issues and the unit was returned to service. As the issue could not be reproduced or confirmed, a root cause was not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that in the settings of the s5 system the cardioplegia controlled pump switching to the arterial pump in the cardioplegia controlled pump setting during procedure. There was no report of patient injury.